Event description:
The device was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) during normal operation an event caused a transient high current condition resulting in a momentary decrease in voltage supply. The glitch detection circuit initiated a power on reset firmware operation. Root cause could not be determined.